Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that they have the implant for about 4-5 years and it was not working well anymore. Patient stated that it was taking forever to charge and only last for a little bit. Patient stated that they had to charge twice a day. Patient confirmed issue has been ongoing for about a year. Agent reviewed information and offer assistance to troubleshoot but patient prefer to be seen by a healthcare provider (hcp). Agent emailed physician listing.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.